Event description:
I decided to have the essure procedure done. Once it was done I began having issues such as extreme weightloss, cramping, nausea, not sleeping, not eating. I couldn't keep going like this so I went to the doctor to find out what was going on with me. No one could tell me. I racked up tons of money on dr bills trying to figure it out. Upon not being able to find out I finally went to my ob and I told him I wanted them taken out because they were making me sick. He said the only way to remove them was to do a hysterectomy. I told him to do what needed to be done because I wasn't going to live my life being in constant pain and sickness. Upon removal I haven't had any issues since. Rx meds: prozac.